Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer k2e plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: "tubes are underfilling - vacuum is insufficient = blood volume too low."

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tube there was under-fill or low draw of a tube with blood. This event affected 20 tubes. The following information was provided by the initial reporter. The customer stated: "tubes are underfilling - vacuum is insufficient = blood volume too low."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-12-06. H.6. Investigation summary: bd received 200 samples from the customer in support of this complaint. The 20 returned samples were functionally tested and the issue of underfill was not observed as all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned samples test results. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.